Event description:
The customer reported that the insulin pump alarmed motor error while changing the reservoir. The blood glucose reading was 425mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement test and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to moisture damage inside of the force sensor. Motor passed the motor test.